Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The electrode belt did not pass essential performance testing. Upon investigation the electrode belt distribution node to rear therapy electrode cable was pulled out of the strain relief with all wires severed. The root cause for the damaged cable could not be positively identified. There were no adverse events associated with the damaged belt.